Manufacturer narrative:
Olympus contacted the user facility multiple times via telephone and in writing to obtain more information, and olympus was informed that there was no damage was done to the scope. As part of our investigation, an instrument history review was performed and found that the scope was not returned for evaluation. The scope was purchased on (B)(6) 2017 and was last serviced on (B)(6) 2017. The cause of the patient perforation could not be conclusively determined; however, user handling could not be ruled out as a contributory factor to the reported event. The instruction manual provides several warning and caution statements in an effort to prevent patient perforation/injury. ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿

Event description:
Olympus was informed that during a colonoscopy procedure, the scope encountered a tight area in the patient and the patient¿s colon was perforated. The patient was sent to surgery and the scope was successfully removed without further injury. There was no reported damage to the scope. The procedure was completed.